Event description:
At 3:54pm the customer received a blood glucose reading of 335mg/dl on the contour. He was not symptomatic for hyperglycemia but took 44 units of insulin. At 4:54pm he stopped by the nurse's office to have a blood test. The reading was 30mg/dl and the customer was sweating. He ran another test on his meter and received 225mg/dl. He was given (B)(6) to drink because of the low reading, and at 5:24pm he ran a test on the contour and received a reading of 151mg/dl the customer was advised to return the strips for evaluation. New meter and strips were sent to him.